Event description:
It was reported that the insulin pump alarmed button error two weeks prior to the phone call and the numbers were scrolling. But, the customer fixed the issue. However, the night prior to the phone call, the insulin pump alarmed button error, again. The customer's blood glucose was 146 mg/dl. They had treated with manual injection the night prior to the phone call and during lunch, the day of the phone call. The customer stated that they had left the insulin pump on the bathroom counter. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with an intermittent buttons due to corroded keypad traces. No button error alarm noted. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corner and reservoir tube, minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).